Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, but they did not provide the actual bg level. Cause of low bg was unknown. The customer lost consciousness because of the low bg level and received third party assistance from their son, who provided water and carbohydrates to address bg. The customer also reported that they cut their hand on their nightstand because of the low bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.